Event description:
A caller reported an occlusion alarm with an unknown alarm number in the pump history. It was indicated there were previous occlusion events, but it was unknown if the customer took consistent actions to resolve these issues. No further action was taken as the customer abandoned the request without providing additional information. There was no reported impact to the customer¿s blood glucose level.